Event description:
Reportedly, after sterilization, lot of damages occurred on sizers surface and at the connection sites with the shaft. So, the head nurse does not feel comfortable to provide them to the doctors, asks for replacement by edwards distributor. This device was received in 2009. Through follow up with the hospital, it was learned that the sizers are routinely cleaned by brushing and then sterilized approx 6-7 timer per week using mild additives with enzyme, cycle 250f 30 minutes, autoclave, prevacuum. These sizers were put into place in 2008, and had been used for several months. The damage was described as "cracks from the center to periphery and the surface had been dimmed." This was noticed after 2-3 months of usage. The hospital is asking for a replacement of sizers on a monthly basis. A CAPA was opened to address the issue of cracking and breaking in the 1133 sizers and the investigation is ongoing. No additional information is available at this time. Since these devices are not serialized, no device history record (DHR) review can be done.

Manufacturer narrative:
Evaluation summary: 2009, the cylindrical end and the replica end exhibited cracks at the polysulfone plastic connection to the handle rod. Only the replica end remained attached to the handle rod. No visible broken pieces were detected from the sizers.